Event description:
It was reported to philips that system had power issue. The system was not in use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirmed the reported problem. Fse stated this was a scheduled service due to the old ups and battery pack. To resolve the problem, fse replaced old marathon power ups and battery pack with new ones. After the replacement of the old marathon power ups and battery pack, the system was returned to use in good working order. The codes were updated based on the investigation outcome.